Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-dec-2017, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that electrodes 8-15 were out of range (oor) and greater than 10,000 ohms. It was noted that the patient was currently happy with no complaints of their system. There were no environmental/external/patient factors that may have led or contributed to the issue, and no diagnostics/troubleshooting or actions/interventions were performed as the patient was receiving therapy and not using the affected electrodes. The issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.